Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corroded components and the trigger shaft dented. The driveshaft, motor, rotor, trigger shaft, and geartrain were each replaced along with bearings and other components. Svc did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the driver began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.